Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the driver support cap was protruded and they experienced high blood glucose of 386 mg/deal as well as the insulin pump was under delivery. Customer¿s current blood glucose is 258 mg/dl. The customer treated with the humalog pen. Troubleshooting was done for high blood glucose and under delivery. The customer does allege the insulin pump because of high blood glucose was unresolved after changing the infusion set. The customer was not called back to perform an high pressure test. The customer reports that the driver support cap is not indented flat with the plastic. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the delivery accuracy test at 0.08715 inches. Device delivered a bolus properly. No under delivery anomaly noted. Drive support disk was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.